Event description:
The tip of the screwdriver broke off during surgery. The broken part was retrieved. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Manufacturing and inspections records indicated no problems with the lot in question. The visual inspection revealed the fracture surface is homogenous, which indicates material conformity as well. Based on these findings, we conclude that the cause of failure is related to a mechanical overloading during use. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.